Manufacturer narrative:
In addition, service identified the following issues during the evaluation of the device: the bending cover adhesive was worn. The insertion tube was observed to be dented, buckled, snaking, and the coating was peeling off the protector insertion section. The engage function of the angulation knob was found to be loose. The up/down-right/left knobs and bending angles in all directions did not meet specifications due to wear of the angulation wire. The universal cord was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during reprocessing after a successful procedure, the evis exera iii gastrointestinal videoscope air/water channel was blocked. The device was returned to an olympus service center for evaluation. The evaluation observed a small black particle of unknown origin coming out of the air/water channel. This report is being submitted for the reportable malfunction of foreign material in the air/water channel. There was no report of patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon is presumed, as follows: according to the given information, material in the air/water nozzle was a black small piece. A piece of the silicone rubber product used in the endoscopy room and/or the injection tube which is an accessory of the scope may have entered by mistake. The user reprocessed the device in different method from the instructions for use (IFU) recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the IFU. The IFU (reprocessing manual) states the following pertaining to insufficient reprocessing and reprocessing to be performed immediately after each procedure, as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further specifies: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.